Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens) for urge incontinence. It was reported that the patient stated that the doctors believed that the patient¿s lead had moved. Patient had her leads removed yesterday. No symptoms reported. No further complications reported.